Event description:
The issue involves an on-going quality concern related to avanos feeding syringes, which cardinal health has been made aware of. A hospital department has received caps (product) that do not fit properly onto the feeding syringes. As a workaround and to not disrupt patient care, staff have been discarding the defective caps and opening new ones. This has resulted in extra steps that our staff need to take to ensure safe patient care which has resulted in financial waste, which only cardinal has to gain. In (B)(6) we also know of one other hospital who has experienced the same issues and have been doing the same workaround but are not tracking.